Event description:
During our case, an angiosculpt balloon was used. Upon removal, the balloon was detached from the catheter/shaft of the balloon. The balloon appeared to be intact upon removal from the patient. Charge rn and nurse manager made aware of incident.